Event description:
It was reported the patient increased the voltage of the ipg, but was unable to feel any stimulation. X-ray results noted some lead fracture present. Impedance reading were greater than 4000 ohms. The patient was reprogrammed resulting in good stimulation. The patient recovered without sequela. A follow-up report will be submitted if additional info becomes available.